Manufacturer narrative:
The lot number of the device is unknown; consequently, the MFR date of the device is unknown. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. It was not possible to identify any potential lot for this product as a ship history review has revealed no shipments of this part number was made to this customer; therefore, no device history record review was possible. The april 2007 15-month transhepatic covered biliary complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. The april 2007 data point has exceeded it's complaint alert limit; however, since the prior months have performed below or well below their respective alert limits, no specific action is warranted at this time.

Event description:
It was reported to boston scientific corp in 2007, that during the placement of a second transhepatic wallstent covered biliary stent, the stent migrated into the "duodenum". The physician had deployed the first stent but "was unable to place the stent at the right position, and was unable to cover up the stenosis lesion fully". The physician attempted "to deploy another one to cover up" however; the delivery device was advanced which pushed the stent proximally and "migrated the stent into the duodenum". "The migrated stent was able to be retrieved with an over-tube without any trouble". The procedure was completed with another same device. The pt's condition was reported as "good".